Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant of this pacemaker, with another manufacturer's right atrial (ra) lead, exhibited noise. There was a concern the lead may not be fully inserted in the header. Isometrics and pocket manipulation yielded minimal noise and all other measurements were acceptable. The patient was in atrial flutter with appropriate atrial tachy response (atr) episodes stored. No intervention was performed to address the connection. No adverse patient effects were reported.